Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 alarm on the homechoice (hc) machine. The home patient (hp) stated that she did not disconnect at any point during the therapy, however, there is air in the patient line. The technical service representative (tsr) advised the hp to use manual supplies or restart the setup with all new supplies to complete therapy. Product surveillance contacted the nurse on (B)(6) 2010 regarding the air in line. The nurse stated that she was not aware of this event, however, the patient is fine and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint of a system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed as the lot information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample is not available as it has been discarded, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.